Manufacturer narrative:
(B)(4). (B)(6). Evaluation information: the device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a folfusor leaked at the filling port. This malfunction occurred during the filling of the device; therefore, there was not patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured december 2, 2013 ¿ december 3, 2013. Evaluation summary: the device was received for evaluation with approximately 20ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed by filling the device with water. During and after fill, no evidence of a leak was observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.